Event description:
It was reported while using bd¿ 20 ml blister pack luer lock tip general foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter: black stain and debris was sighted by clinician in the syringe. Only 1 syringe reported by hospital cpc but multiple syringes affected.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd¿ 20 ml blister pack luer lock tip general foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter: black stain and debris was sighted by clinician in the syringe. Only 1 syringe reported by hospital cpc but multiple syringes affected.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 28-oct-2022. H6: investigation summary: it was reported product was received with a black stain and debris. To aid in the investigation, seventy-six samples in sealed packaging blisters were received for evaluation by our quality team. A visual inspection was performed and seventy-five samples have no defects or imperfections. One sample has a brown speck of embedded degraded resin in the syringe barrel. The embedded degraded resin in the component typically occurs at the startup or intermittently during the injection molding process. The degraded resin can break loose and be molded into components. No other defects or imperfections were observed. A device history record review was completed for provided material number 302830, lot number 1307351. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. The frequency of inspections were increased to mitigate the embedded degraded resin escapes. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.